Event description:
It was reported that during the user test, the device intermittently would not detect the therapy cable for the test plug. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further investigated the replaced assembly, and observed that it passed continuity and user test.